Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual devices were not available; however, three (3) photographs and a video sample were provided for evaluation. A review of the video showed the twist clamp in the correct closed position, aligned with the main body notch, therefore the report of clamps do not close was not verified. A review of one photo showed the patient adapter separated from the tubing/bushing. The cause of the separation could not be determined; however, the assembly between the two components is a friction fit and not a solvent bond; therefore, a twist or pull on the patient adapter will cause the two components to separate. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) university. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of thirty-six (36) minicap extended life pd transfer sets were unable to close. It was further reported that the nurse found the patient connector could be rotated and pulled apart. This was observed prior to use of the devices for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.